Manufacturer narrative:
Per medical review - reportedly , intraoperative lens exchange was performed to address iol damage ( "got jammed in the injector") during insertion. Incision was not enlarged and no other tissue damage was reported. Replacement lens was loaded into a new injector and was successfully implanted. No reported postoperative sequelae. According to the report by a nurse, dated on (B)(6) 2015, the most likely reason of the event was unknown, since the first injector was not over-used and it seemed to be properly loaded. It should be noted that user error (e.g. Too much or not enough viscoelastic; surgeon`s technique during insertion) could have caused/ contributed to the event. Based on the complaint history, work order search, product evaluation, and medical review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Review of the manufacturing, inspection and packaging process concluded there was nothing found to suggest a contributory factor to this complaint. Based on the complaint history, lens work order search, medical and device history reviews, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The reporter stated the +18.0 diopter (B)(4) silicone single piece lens got jammed and tore in the injector as the surgeon was inserted it. The lens was removed, another lens was loaded in a new injector and was implanted without incident. There was no patient injury. The reporter stated the injector as used well below the recommended 20 times on the dfu and the lens appeared to be loaded properly. Therefore, the cause of the event was unknown.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. (B)(4). Evaluation: method: lens work order search. Results: a lens work order search was performed and there were no similar complaints found. Conclusion: based on the complaint information and work order search, we were unable to determine a specific root cause of the event. The lens was not returned. (B)(4).

Manufacturer narrative:
The laf and patient ID card was received, however, there was no lens in the returned box.(B)(4).